Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, when the device was being applied on the stomach, the staple line was found to be incomplete on the distal part and the device's jaws locked on the tissue. The device was opened and removed from the tissue and another device was used. There was no patient injury.